Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Led light is not functional, front panel blinking and b-40 communication error appeared. The reported event was found during maintenance by the customer. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. Corrected fields: d9. The device was returned to olympus for inspection and the customer's reported events were confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the light/lamp was not working due to the occurrence of the b40 error message, which was caused by a failure of the circuit (cm) board. As for the front panel blinking, the cause could not be specified. Olympus will continue to monitor field performance for this device.